Event description:
User observed very large quantity of air in tube to pt. Air did not reach the pt. No injury to the pt involved. No alarm. Hospital biomed unable to reproduce any failure of air detection.